Event description:
Doctor reported peri-implantitis and implant fracture at tooth site 36. Patient is smoker.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Additional device information unknown / not provided. Premarket identification k011245 and k002188.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information . G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One (1) impl tapered sp 3.7mm 8mm octagon (spb8) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar region, implant showed signs of use. The reported event peri-implantitis is a medical condition, and is non-verifiable with the information provided. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (61998723). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61998723) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant & peri-implantitis. Based on the available information, device malfunction did occur and the reported event (implant fracture) was confirmed. Additionally, device malfunction and the reported event (peri-implantitis) was non-verifiable.

Event description:
No further event information is available at the time of this report.